Event description:
It was reported that the line ruptured 5 cm below the cuff. The patient was receiving "helical scanning from the adrenals to the thoracic inlet initially with contrast administration two a power central line. The line did not hold and there was a large extravasation of contrast in the lower right neck and supraclavicular area. The patient sustained the complication well with only slight pain."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. To date the device involved in the event has not been returned for evaluation. When the investigation is complete a supplemental report will be submitted.